Event description:
Account rec'd new pediatrics plates. While putting the tray together at the account, the consultant identified 2 plates with the same part number, however, there was size discrepancy between the 2 devices. There was no pt involvement.

Manufacturer narrative:
Reportability decision was modified on (B)(4) 2012, formerly this event was deemed non-reportable. The mfg documents were reviewed and no complaint related issues were found. Investigation revealed that an incorrect article number was etched onto this plate. All product is contained and a CAPA was opened to address the issue.